Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer¿s blood glucose was 40 mg/dl at the time of the incident. The customer¿s current blood glucose was 225 mg/dl. Customer treated their low blood glucose with food. The customer was hospitalized due to low blood glucose on (B)(6) 2017, 12:00am. The customer¿s blood glucose at the time of the hospitalization was 48 mg/dl. The customer was wearing the pump at the time of hospitalization. Advised to monitor pump and blood glucose. Suggested to call hcp to discuss possible causes of low blood glucose. The product will not be returned for analysis.